Event description:
It was reported that the patient experienced elevated glucose readings requiring more insulin than usual while using the ilet system, with review indicating meal announcements were performed but frequent unannounced snacking likely contributed to hyperglycemia. Symptoms included high blood glucose. Outcomes included troubleshooting and education provided to avoid snacking between meals to support system adaptation, with understanding acknowledged. Investigation included review of pump reports and user interview. Investigation of this case revealed no device malfunction and suggested user-related factors, specifically unannounced carbohydrate intake, as the likely contributor to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error and cause not conclusively determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.